Event description:
Reported patient deceased. Multiple episodes of vt and vt requiring therapy transmitted to home monitoring. Arrhythmia degraded and at some point became very fine vf where events were undersensed and episodes terminated, even though rhythm was ongoing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.